Event description:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) which did not change color during retraction. The 5f exoseal device was received for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 5f exoseal vascular closure device (vcd) which did not change color during retraction. The 5f exoseal device was received for evaluation. Event date provided. The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.